Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, the imaging system was unable to perform a 3d image acquisition when prompted by the user. It was reported that the imaging system displayed a 3d mode disabled message. Restarting the imaging system reportedly restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.